Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. . The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions . Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Proceeded with the following testing to assure proper functionality of the unit. Unit passed sleep current measurement, active current measurement and self test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. Unit was successfully downloaded using thump software. During download history review, pump error 15 was recorded on (B)(6) 2023 at 06:49:09.000 and at 06:59:00.000. (Line number= 442 and file number= 38). Per software engineering log, pump error 15 was due to inverse check of history index failed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) revealed to be within spec range. Unit was cut open for visual inspection on electronic assemblies. Moisture damage was noted on electronic assembly and motor assembly. Unit was also received with cracked case (battery tube), scratched case, cracked case on battery side, stained keypad overlay, pillowing keypad overlay and missing display window/cover. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. However, moisture damage was noted on electronic assembly during deconstructive analysis and pump error 15 was noted during history download review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.